Event description:
According to the reporter, the ablation catheter with thermosphere technology were recalled since the device were mislabeled with the incorrect expiration date.

Manufacturer narrative:
Concomitant products: ca108l1, ablation catheter kit ca108l1 emprint (lot#520200); sdatsw01, sdatsw01 access tool straight wire (lot#519245); sdk4000-ft, sdk4000-ft kit edge 180-ft x1 (lot#520562); not-mdt-prod, non-medtronic product (sn:unknown); aas00161-36, aas00161-36 superd navigation systemx1 (B)(4). If information is provided in the future, a supplemental report will be issued.